Event description:
It was reported that the patient's implantable loop recorder (ilr) collected false asystole episodes, premature ventricular contraction / complex (pvc) episodes from oversensing and also some episodes due to a loss of contact from undersensing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.